Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Interrogation revealed gradually increasing shock impedance measurements ranging between 80-125 ohms. Boston scientific technical services (ts) noted that this device has never delivered a shock, all other trends are good, and the events are free from noise/artifact. Ts recommended performing aggressive isometrics and pocket manipulations to exclude lead issues. No adverse patient effects were reported. The device remains in service.